Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10 result of investigation: it was determined that the root cause of the issue was known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen. Touch screen is sometimes not reacting on user touch inputs. This unit is in scope for fsca 2019-002. At the time of the event, the fsca software patch was not yet available. The issue was temporarily resolved after restarting the machine.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and reviewed by vyaire technician. It was decided to replace the main electronics and user interface as technician was not able to determine which part may be affected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed during ventilation on a patient and he found that the touch screen was not working and decided to change the ventilator. The customer confirmed that there was no patient harm associated with the reported event.